Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl. The customer treated with the bolus from insulin pump. The customer was declined to troubleshooting for high blood glucose. The sensor will be returned for analysis.